Event description:
It was reported that during a surgical procedure, an rf probe "exploded" during a procedure, and that the white sheath around the bottom of the head of the device crumbled into pieces. The pieces were suctioned from the pt. The user facility reported no injury or complications for the pt.

Manufacturer narrative:
Final investigation showed that the ceramic insulation was broken at the distal head of the device. The device showed evidence of having been used with too little irrigation.